Event description:
Using the femoral rasp during impacting and then removing the head of the rasp sheared off at the join of the broach. The broach was deep seated and minimal stem was outside of the bone - retrieval of the broken rasp was difficult and resulted in a slight fracture to the femur, which required cabling. The surgeon managed to get an osteotome underneath the rasp and gently hit it out. Thirty minutes and additional anaesthesia.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.